Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was reported that the patient is having difficulty transmitting data from the confirm device to telemonitoring. No intervention was performed at this time. Additional information about the resolution was requested. The patient was stable.